Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer also reported that during high pressure test pump did not laarm. In addition, she stated that her cannula was bent when it was removed.